Manufacturer narrative:
The device was evaluated on-site by the reporting medtronic representative who could not duplicate the issue. Mouse and I/o connections were checked with no apparent issue. Software eval is still in-progress as of the date of this report.

Event description:
A medtronic representative reported that while in a cranial surgery, there was a stealthstation s7 navigation screen freeze. Neither foot switch nor staff mouse were functional. A hard boot corrected the issue and procedure continued with using the navigation system. There was no impact on the pt outcome.